Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant. At the time of repair the vessel morphology was reported as disease progression with severe angulation of the aortic neck, 90 degree angulation. It was reported that 8 months post stent graft implant there was a type 1 endoleak with aneurysm enlargement. The physician elected to convert the patient with an open repair. The patient tolerated the procedure. The explanted devices were discarded at the facility. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation results: (the stent graft was discarded unable to investigate), (endoleak), (disease progression with severe angulation of the aortic neck, 90 degree angulation). Conclusions: (disease progression with severe angulation of the aortic neck, 90 degree angulation).